Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead could not be implanted as the lead dislodged. The read was replaced during the procedure on (B)(6) 2021. Patient was stable.